Event description:
Information was received from a healthcare professional in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as failed back surgery syndrome and spinal pain. It was reported that an alarm was heard, but a clinician programmer was not available. An empty pump was reported. It was unknown when the pump was last refilled. The patient had other health issues, was hospitalized and missed a refill. The patient's family has conflicting information on when the pump went empty, however no details were provided. The patient recently had a MRI and reprogramming was requested. The patient has uncontrolled pain. The event date was unknown. The patient was in hospice. The managing physician was not yet contacted at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.